Event description:
The surgeon inserted a cq2015 collamer three-piece lens and the lens tore while being ejected. The lens was removed with no pt injury, no incision enlargement or sutures. Another type lens was implanted.